Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: the date returned for evaluation was reported as feb 06, 2019, the correct date is feb 04, 2020. H10: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that the lock pawls were damaged, there was a hole in hose near muffler and the red indication o-ring was missing. It was further reported that there was evidence of motor rub and the device failed pretests for hose verification, muffler tube verification, housing/swivel and cutter lock assessment. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter extension: (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device produced a noticeable smell of smoke. It was not reported if the device was used in surgery. It was reported that there was no patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.